Event description:
It was reporting that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot:0410a1004 ) was chosen for implantation utilizing steerable guide catheter (sgc lot: 40228r1041 ). When inserting the clip delivery system (cds) into the sgc, the sgc lost fluid column. The cds was removed and re-inserted but lost fluid column again. The sgc was replaced with sgc (lot: 40424r2084). When xtw (lot:0410a1004 ) was inserted, the new sgc also lost fluid column. In either case, there was no air in the device or patient. The cds was then replaced with a second xtw (lot: 40229a1080). When attempting to implant, during the first establishment of final arm angle (efaa) the clip jumped opened from 20 to 30 degrees. Troubleshooting was not performed. The physician elected to continue with implantation and the clip was able to be implanted passing the second efaa and remaining closed after deployment. A third xtw (lot: 40411a1087) was chosen for implantation but the anterior (a)-knob was found to be 270 degrees turned upon delivering the cds into the sgc. The knob was not turned during prep as all IFU steps were followed. The a-knob was returned to normal and the clip was implanted without issue. The procedure ended with two xtw mitraclip implanted, reducing mr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received. Second xtw (lot: 40229a1080): when attempting to implant, during the first establishment of final arm angle (efaa) the clip jumped opened from 20 to 30 degrees. Troubleshooting was not performed. The physician elected to continue with implantation. The clip reopened during the second efaa to 10 degrees. The clip was deployed at this 10 degree arm angle. After deployment, the clip was observed to reopen another 10 degrees.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak. Additionally, the silicone valve inside the sgc hemostasis valve was observed to be torn. The observed silicone valve tear resulting in the sgc leak may be related to a potential product quality issue, therefore, the issue is under further investigation per internal procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined that the observed silicone valve tear resulting in the sgc leak may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The additional devices referenced in b5 are filed under a separate medwatch report number.